Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon stored electrogram review, the right atrial lead exhibited many atrial noise reversions and auto mode switch episodes. It is unknown when the noise first presented due to the device was cleared. Programming changes were made. The patient was stable throughout.